Event description:
It was reported that the patient was presented in the hospital for a routine check. Upon device interrogation, both the right ventricular (rv) and right atrial (ra) leads exhibited loss of capture and loss of sensing. Chest x-ray imaging was performed and confirmed both leads were dislodged. The physician elected to the reposition both rv and ra leads. However, during the lead revision, the lead helixes were unable to be retracted on both the rv and ra leads. The leads were explanted and leadless pacemakers were implanted. The patient was in a stable condition.